Manufacturer narrative:
A beckman customer field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and replaced the ise (ion selective electrode) mixer motor assembly and the mixing bar which resolved the issue. The failure mode was determined to be due to multiple hardware malfunction. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ise (ion selective electrodes) patient results which includes na (sodium), k (potassium) and cl (chloride) with anion gap issues on the au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer verbally provided one (1) example of a patient result.